Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a complete lead returned in two pieces measuring 11.5 and 36.4 cm respectively. An external insulation abrasion was noted 2.5 to 3.5 cm from the distal tip, consistent with friction or another device or feature of the heart. The outer coil was stretched/damaged with three filars melted and separated. External insulation abrasions were noted 4.7 to 5.8, 6.3 to 6.5 and 10.9 to 11.8 cm from the distal tip consistent with friction to another device or feature of the heart, exposing the outer coil.

Event description:
This report is to advise of an event observed during analysis.